Event description:
During follow-up, episodes of non-sustained right ventricular oversensing was observed due to post-sensed t-wave oversensing. Abbott technical support was contacted and confirmed the reported event and recommended reprogramming. No intervention was performed at this time. The patient was stable.